Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was admitted to the hospital as the customer's "numbers were out of whack". Contact did not believe pump/supplies were the cause; however, was not sure. Contact declined further follow up from tandem technical support. No additional information was provided.